Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family or friend reported via phone call that the customer's blood glucose was 268 mg/dl and after she ate, her blood glucose was at 439 mg/dl. Customer had bolused twice to try and bring down her blood glucose but she went higher. Customer then went to the bathroom and noticed that her infusion set came out of her leg. Caller wanted to know if they can just give her a manual bolus. Caller was advised that they can but caller declined troubleshooting for the infusion set not sticking and high blood glucose reading. Caller stated that this is the first time the issue occurred.